Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The target lesion was located in the right coronary artery (rca). A 3.50 x 48 synergy¿ drug-eluting stent was advanced and successfully deployed from the ostial to mid (rca). During removal of the stent delivery system (sds), resistance was encountered at the ostial level. A new balloon was advanced for post-dilation and the procedure was completed. No patient complications were reported and the patient's status was stable.